Manufacturer narrative:
FDA mw reference #: mw5056036.

Event description:
It was reported that after an apogee was implanted, the mesh eroded into the patient's tissue. The patient experienced scarring, pain with movement or change of position, and dyspareunia due to the mesh. The mesh could not all be removed. No further complications were reported in relation to this event. Related to MFR# 3011770902-2015-00008. Related to MFR# 3011770902-2015-00007,